Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image was cutting in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the flickering image failure was confirmed. A single use test blade was plugged into the customer's smart cable, attached to their monitor and the monitor was powered on. A flickering image was observed. No repairs were available for the flickering image. The customer's avl monitor was upgraded to a gvm monitor. A test baton was plugged into the customer's new monitor and the monitor was powered on. It passed the image quality test; the color rendering was accurate and the individual white lines were distinct. The device was certified and returned to the customer. Service complete.